Event description:
Customer reporting 2 false negative sars results. Customer states the result was confirmed positive by pcr (unknown timeframe in between test results). Further contact with the customer is not possible. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.